Event description:
On the 3rd day of ivtm therapy, during the maintenance phase, with the temperature set to 37 degrees, the thermogard console sn (B)(4) displayed a "coolant level low" error message although the coolant reservoir was full. The customer restarted the console and it ran without issues for a few minutes until it displayed the low coolant alert again. The customer restarted the console again, but this time the console wouldn't go further than the self-test page. The customer ended therapy with a thermogard console and continued temperature management with a blanket. No patient injury reported.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of "the thermogard console displayed a "coolant level low" error message was confirmed during functional testing. The root cause of the reported issue was failed coolant level sensor block, likely due to a failed component. Visual inspection of the thermogard console was performed, and no issues were observed. The thermogard console failed the functional test and displayed a "coolant level low" alarm, thus confirming the reported complaint. Technical investigation revealed that the coolant level sensor block has failed. The coolant level sensor assembly was replaced to remedy the fault. A review of the event logs was performed, and no significant discrepancy was identified. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(6).